Manufacturer narrative:
Initial and final MDR (B)(4) device 3 of 3.

Event description:
Reference number (B)(4) event occurred in united states. It was reported that patient faced an event of infusion set bent cannula on (B)(6) 2025. The site of insertion was abdomen. Patient noticed symptoms within three or more hours of insertion. High blood glucose reported was 800 mg/dl. Ketones were also reported as high. High blood glucose was treated using intravenous fluids of saline and insulin. No further information was available.